Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's hospice nurse that the patient has had this PICC for over 2 years now. She was asking ms&s how long the PICC can stay inside of the patient, as she can no longer aspirate and she believes the catheter "may have migrated out." Ms&s informed the caller that the dwell time is determined by the patient's physician as well as how well the PICC is functioning. Also to speak to her physician about a dye study/x-ray to determine tip placement and catheter functions. They also informed her that the standard of care is to not use the PICC if blood return is not noted and tip placement is questionable. No patient injury reported.